Event description:
Related manufacturer reference number: 1627487-2023-03203 and 1627487-2023-03204. It was reported the patient has leads that are fractured. Patient reported that the system was explanted, except for one lead in (B)(6) 2023. Patient had a migrated lead that was subsequently removed on (B)(6) 2023. The investigation did not determine which lead had migrated and which leads had fractured.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7793327. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.